Event description:
Boston scientific received information that during a routine follow-up visit, the patient with this left ventricular (lv) lead experienced muscle stimulation. A lv lead dislodgment was suspected and is unknown at this time. The physician is aware of the situation and elected to deactivate the lv lead and will monitor the patient closely. The right ventricular (rv) lead is still implanted and can provide critical therapy to the patient. A revision maybe performed in the future. At this time the device and lead remain implanted. No additional adverse patient effects were reported.

Event description:
Approximately two months later this patient went in for a routine follow up, and this left ventricular (lv) lead had caused diaphragmatic stim and a dislodgment was still suspected. At that time the patient was scheduled for a revision procedure. The lead was surgically abandoned and a new competitor lead was successfully implanted. All lead measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned to boston scientific, therefore a root cause can not be determined for this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.